Event description:
Allergan representative reported bilateral redness for pt implanted with seri and allergan tissue expanders. Physician performed a reoperation and found the seri was not incorporated bilaterally, and had no tissue ingrowth. Both seri and tissue expanders were removed. This record is for the left side seri.

Manufacturer narrative:
(B)(4). The physician discarded the device when it was explanted and it is no longer available for return. Therefore allergan will not receive it and no analysis or testing will be done. Device labeling addresses the reported events of redness as follows: "adverse reactions are those typically associated with surgically implantable materials, including infection, inflammation, adhesion formation, fistula formation, and extrusion."